Event description:
Customer reported issue with touchscreen responsiveness, noting that the pump screen required several taps and was slower than expected. Blood glucose level was displayed as "high," but details regarding specific values were unavailable, with no reported adverse impact. Cts educated the customer on task prioritization within the pump and provided best practice tips for touchscreen interaction, which the customer understood and acknowledged. No corrective actions were taken by the customer due to lack of mdi availability.